Event description:
The manufacturer received information alleging an issue related to the active exhalation control module was observed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, contamination was found on the device's micron filter. The device's micron filer was replaced to address the issue.